Manufacturer narrative:
Other applicable components are: product ID: bi71000479, serial/lot #: n/a. A medtronic representative went to the site to test the equipment. On the first visit, the inaccuracy of 1.6mm was detected. On the second visit, the handswitch was replaced. The system then performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used in a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to perform any x-rays. The system showed no error messages, the motions were okay, the e-stop was off, and the x-ray was on. After re-starting the image acquisition system, the imaging system was working again. A manufacturing representative was unable to replicate the imaging issue, however found that the accuracy of navigation on the image from the imaging system was 1.6mm off. It was noted that the probable cause of this issue was a defective handswitch. There was a less than 1 hour delay to the procedure and no impact to patient outcome as a result of this issue.